Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl and had frozen screen. Customer also reports that they had leak at o-ring also they had cracked belt clip at the middle. Customer states insulin pump exposed to fluid as insulin in reservoir compartment. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Product will be return for analysis.

Manufacturer narrative:
Unit passed self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address / serial number label and missing end cap sticker.